Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during the patient's 9 month visit they revealed that they had a nosebleed on (B)(6) 2022. According to a phone interview the patient initially went to an urgent care and was then directed to the emergency center (ec). The nosebleed began around 12 pm, stopped 4 hours later, and then started again an hour later. The patient's nose was packed and their ec stay was for a total of 6 hours. International normalized ratio (inr) was 2.49. Hemostasis was achieved and the patient was discharged home with no further events. There were no adjustments to the patient's medications according to earlier labs drawn.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the bleeding began after straining to have a bowel movement. It was also noted that the patient was not on aspirin (acetylsalicylic acid), metformin, caredilol, or digoxin (this was confirmed with the patient's wife).